Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump, assisted in the reset process, and advised the customer to continue using the pump and call back if the malfunction code reappeared. The customer understood and agreed to these instructions.